Event description:
It was reported that a patient presented with loss of interrogation and magnet rate, premature battery depletion and an diagnostic anomaly noted on the patient's pacemaker. The device was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Manufacturer narrative:
Correction: d6b: field should be apr 24, 2026. Correction: h6: field should reflect data problem code.

Manufacturer narrative:
Correction: d6b: field should be (B)(6) 2026.